Event description:
It was reported that during da vinci-assisted surgical procedure, there was a lot of smoke during tissue coagulation, and upon inspection, it was found that the white plastic part in front of the harmonic ace instrument had separated and melted. The procedure was completed. Isi followed up with the initial reporter and obtained the following additional information: during the surgical procedure, the teflon pad was not completely detached from the instrument; approximately a third of it remained attached, though loosely. No fragments fell into the patient. Arcing was observed during the procedure, characterized by significant smoke. The patient did not experience any injury or adverse effects either during or after the procedure. The instrument had been inspected prior to use and showed no signs of damage. The device issue occurred during the surgical tasks of dissecting and coagulating, and the surgeon believes the root cause of the breakage was a defect in the instrument itself. The instrument was in use for about 1 hour. There were no collisions with other instruments or hard materials.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and the clamp arm was found to have melting and dislodgement of the teflon pad at the whole length. No pieces were missing. Components adjacent to this teflon pad do not show damage. Common causes of the failure mode clamp arm teflon pad damage are attributed to use conditions. Teflon pad damage can be caused by prolonged activation with the clamp arm closed (with or without tissue between the blade and clamp arm) or from contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use.